Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx device was intended to be used. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It is reported that during stent deployment a catheter leak occurred. No patient injury is reported.

Manufacturer narrative:
Additional info: the lesion was in the mid lad. There was no tortuosity, no calcium. Stenosis was about 80%. The leak was in the shaft of the rx catheter, about 5-10 cm behind where the wire exits. The catheter was removed without incident and the case was completed uneventfully with another stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis: the proximal and distal balloon folds appeared partially expanded causing the proximal and distal stent wraps to expand. Blood was visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation the stent deployed, a leak was observed on the distal shaft. Upon visual inspection there was a tear on the distal shaft approx. 11.5cm proximal to the distal tip. Lead in scratches were evident distal to the tear site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional device analysis; the distal shaft tubing was cut away, the inner member was protruding upwards and torn. The damage to the inner member was directly beneath the damage to the distal shaft. If information is provided in the future, a supplemental report will be issued.